Manufacturer narrative:
(B)(4). Additional narrative - labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, after the sensor session, the patient¿s daughter noticed shingles on the patient¿s upper arm. The patient's daughter is a doctor and prescribed her to take an oral antiviral valacyclovir 1mg 3x a day for 7 days. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.